Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The physician performed defibrillation threshold testing which revealed no anomalies. The physician elected to take no further action. The patient was in stable condition and will continue to be monitored.